Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had previously experienced morphine withdrawals. It was noted that the patient reportedly ¿almost died¿ the day after his pump replacement because it did not function right, though no further details of the pump¿s functionality were given. At the time of report, the patient needed a physician to manage his pump as his current physician would no longer accept his insurance. The pump¿s alarm date was (B)(6) and the patient didn¿t want to experience withdrawal again.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).